Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/12/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings:several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no cs-078 'call service alarms' were observed: the reported issue was not duplicated. The pump case was removed, and evidence of moisture ingress was found on the motor flex connector.